Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted. There was a red alert for high impedances detected on (B)(6) 2012. The md is dr. (B)(6). No over sensing noted, only 1 episode in the device. Presenting egm is clean, in nsr. Can see one measurement that jumped up from -400's to -1100 and returned to normal back in (B)(6) 2012. Dr (B)(6) states it looks like a 1 time event, should bring in to evaluate, isometrics, x-ray to rule out a fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).